Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. The patient was in stable condition.